Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of the material or root cause cannot be identified. It is probable that the foreign material may have not been removed because reprocessing could not be conducted properly due to physical damage on the device as there was a pinhole in the bending tube. The event can be prevented by following the instructions for use (IFU): chapter 7 cleaning, disinfection, and sterilization procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the videoscope exhibited the objective lens had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.